Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was having an issue with low power during surgery. It is also known that there was no patient/user injury. However, it is unknown if there was any medical intervention or surgical delay related to the event. There was no additional information provided.